Event description:
Product returned by rep, report indicating explant and replacement due to pacemaker and/or lead problems including intermittent lack of output resulting in pauses. Comments: "removed due to several pauses on telemetry which looked like oversensing. Lead tested and could not simulate it. Impedances, thresholds, and sensing checked normal through programmer and device before explanting. [781 ohms, 0.6v, 17mv]. Do not know what problem is and could not recreate the low rates seen on telemetry. Please test lead and pacemaker and send me report for physician." The device was: philos ii sr MDR 1028232-2007-00517.